Manufacturer narrative:
The insulin pump alarmed during displacement test due to high motor current draw also, unable to perform functional testing due to a33 alarm. The insulin pump was received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised force sensor system alarm with their insulin pump. The customer's blood glucose level at the time of incident was 71mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.